Event description:
The customer reported an unspecified pacing issue.

Manufacturer narrative:
(B)(4): the customer reported an unspecified pacing issue. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.